Event description:
This pt was originally treated with gore excluder aaa endoprosthesis in 2005 for an abdominal aortic aneurysm. On (B) (6) 2010, the pt presented to the ER with abdominal pain. X-ray revealed a "free floating device limb with aneurysm growth." A computed tomography scan revealed left common iliac aneurysm growth of approx 2.5 cm. The images revealed the limb of a device (aortic extender component) is "free-floating" in the aneurysm sac. No decision has been made by the physician for treatment. Please note, the right hypogastric artery was aneurysmal so the left would be preserved as best as possible. The left side was extended with a contralateral leg component and cuffed with an aortic extender component for good seal.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.